Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 600 mg/dl and a manual injection was administered to address the bg level. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the customer had been using the current cartridge for 4 days. Tandem technical support advised the customer to change out their cartridge every 48 hours in order to stay within labeling. A cartridge change was performed and insulin deliveries were resumed. A call to ensure the customer's bg level decreased was declined by the customer.